Event description:
This complaint is now reportable based on the investigation completed 05/27/2008. It was reported that during a coronary artery drug eluting stenting treatment procedure, the device failed to adequately cross the lesion. A 2.25x12mm taxus liberte drug eluting stent had been advanced to treat an unspecified lesion in the distal left anterior descending (lad) artery but the device would not cross the lesion. The device was removed and the procedure was completed with another of the same device. There were no patient complications reported with the patient's current condition listed as "stable". Returned product analysis revealed stent damage.

Manufacturer narrative:
Device analysis: visual and microscopic examination found severe damage to the distal edge of the stent and the hypotube had kinked twice, approximately 19.0cm and 38.2cm distal from the catheters strain relief. Struts in rows 1 to 4 on the distal section were bent back distally. A recommended sized guide wire was inserted through the lumen with no restrictions noted. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. A review of the top assembly manufacturing documentation for particular batch found that the device met its material, assembly and product specifications at the time of release to distribution. The most probable root cause of the reported complaint is determined to be operational context.